Event description:
It was reported that the physician found an abnormal ventricular fibrillation episode due to ventricular noise. The physician performed isometric testing and provocative testing, but no real time noise was observed. The lead remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.